Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Device interrogation estimated longevity remaining in sept 2017 was about eight years. However, during a routine follow-up in nov 2019 the device longevity remaining decreased to about three years. The patient will be follow-up for further investigation with the physician. Currently evidence suggests that this product remains in-service. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Device interrogation estimated longevity remaining in sept 2017 was about eight years. However, during a routine follow-up in nov 2019 the device longevity remaining decreased to about three years. The patient will be follow-up for further investigation with the physician. Attempts to obtain additional information regarding device status, stating that at this time the device remains in-service. No adverse patient effects were reported. The device has not been returned. If the device is returned, analysis will be performed and this report would be updated.